Manufacturer narrative:
Reporting address line 1: (B)(6); reporting address state: (B)(6); reporting address postal: (B)(6); reporting institution phone: (B)(6); reporter phone: (B)(6); a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device had intermittent rfu showing x. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.